Event description:
It was reported while using bd 3qt red sharps collector the lid was damaged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a damaged lid. The customer reported that the lid did not shut and was detached.

Manufacturer narrative:
The manufacturing location for this product is pps. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no sample or photos is available for investigation. This report is about a damaged lid. The customer reported that the lid did not shut and was detached. Customer did not supply a lot# to complete DHR review. No other tasks are required at this time. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd 3qt red sharps collector the lid was damaged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a damaged lid. The customer reported that the lid did not shut and was detached.